Event description:
My problem started in 2005 with an appendectomy surgery at (B)(6) medical center in (B)(6). I had an opened wound for an appendectomy of 7 to 8 inches on one side of my abdomen. The wound healed but, it was so big that it created 3 hernias. I had a hernia mesh implanted in my abdomen in (B)(6) 2006. It was until almost 9 years of living with uncomfortable and painful symptoms that, finally, the mesh got to its breakpoint and I was again hospitalized on (B)(6) 2014 due to a bowel obstruction. I had a huge 9 inches opening in my abdomen to retrieve the mesh. My doctor told me later, that it already caused adhesions and death tissue in my colon. The wound got infected and I was back again into the operating room. After all these, I had more complications; the wall containing the intestines couldn't hold them, the intestine came out and I had two fistulas coming out through the wound in my abdomen. Now my problems were bigger, I was with an ileostomy bag in my abdomen and fed with a catheter IV (groshong PICC line) for almost 8 months. I had my repair surgery in (B)(6) 2015. It has been and still going through a very painful recovery. I still have health problems pertaining to this mesh procedure, multiple colon symptoms and my gallbladder. I had a drain catheter inserted twice to help me with my digestive problems. Lots of nausea and frequent fevers symptoms. Well, I'm still under medical care due to all these, a gallbladder surgery will be performed soon.